Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that foreign material was found in eye after cataract surgery with intra ocular lens implant. It was removed with the forceps in a reoperation. There was no patient impact.

Manufacturer narrative:
A surgery was performed on (B)(6), and the following day, a glistening material was found inside the patient's eye. On (B)(6), the material was removed by grasping it with the forceps in a reoperation. It did not feel metallic, but the doctor and nurse asked us to check the ingredients of the foreign material just in case. The prognosis for the patient is so far fine. The sample is not available because it was discarded. The involved eye and the patient identifier are not available. There's no patient harm. No foreign material was identified at the time of the initial surgery. Therefore, it is unknown where the foreign material came from. The customer acknowledged the material was discarded. The customer returned particles of paint of wood in a plastic case. It is unknown where this sample originated from as the customer did not retain the material. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. The root cause of the customer's complaint could not be conclusively determined with the available information. The customer discarded the material associated with this event. The reported foreign material could have originated from anywhere with the customer's surgical suite. After investigation of this complaint no corrective action is required at this time. In addition, routine training and awareness is conducted with all manufacturing associates to reinforce the importance of wearing proper personal protective equipment (ppe) and maintaining clean work areas. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.6. And h.11. The customer did not retain the finished goods lot number specific to this event; therefore, device history record and lot history could not be reviewed. The report states "the sample is not available because it was discarded." Two pieces of paper in a plastic case was returned with two non-glistening pieces of material. It is not clear if this material was associated with the event since the customer informed us the sample had already been discarded. Additionally, we do not know where the two pieces of material originated from or what environment they were exposed to prior to entering the plastic containers they were received in. We analyzed the samples, and spectral analysis identified the pieces of material as paint and wood which is material that would not have originated from a part within the pack or in the fluid path. The root cause of the customer's complaint could not be conclusively determined based on the information available. The information from the customer conveyed the sample was discarded. After investigation of this complaint no corrective action is required at this time. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).